Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir and the cannulas were bent. The customer's blood glucose reading was 346 mg/dl to 500 mg/dl. Troubleshooting found that the reservoir was not low and had alarmed incorrectly. Customer was advised how the pump determines the insulin amount in the reservoirs. No further assistance required.

Manufacturer narrative:
The customer reported via phone call that he is still running high and is not sure if he's not entering in the carbs. The customer adjusted the setting and said that he would try and see if that worked. The customer said that he would not talk to his health care professional.